Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali jugular filter delivery system without the dilator was returned for evaluation. A cut segment of the sheath (which contained the hub) was returned attached/luered into the storage tube. The cut sheath measured approximately 6.1cm in length. This sheath segment was also returned kinked at the base of the hub. Upon further evaluation of the sheath, the denali filter was found to be lodged inside the sheath. It is unknown if the distal end of the pusher wire was in contact with the filter. The storage tube and pusher sheath were examined visually. No other visual anomalies were identified on the returned device. Functional/performance evaluation: the touhy-borst was loosened and the storage tube was loosened from the sheath hub, allowing the pusher sheath to be retracted slightly from the sheath with no resistance. The pusher sheath was then advanced and with some resistance. The filter was pushed distally from the introducer sheath. The hub was sliced open and no anomalies were noticed. The filter was visually evaluated and no anomalies were noticed. Heat was applied and the filter took the appropriate shape. The filter met all the required dimensional specifications. Medical records review/ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: based upon the returned sample condition, the complaint investigation is confirmed for the filter failing to advance through the sheath, as the filter was returned lodged inside the sheath. Based on the reported information it is unknown if procedural factors contributed to the reported event; therefore, the definitive root cause is unknown. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
During the deployment of a vena cava filter, the filter became stuck inside the sheath and could not be deployed. The filter was exchanged for a new filter that was deployed successfully. There is no reported patient injury.